Event description:
During clot aspiration in the aca artery of a stroke case, physician noticed that the penumbra 5max ace reperfusion catheter was kinked at the proximal end. The kink was about one inch above the strain relief. There was a continuous bead of fluid leaking from the kinked area. The physician went ahead and successfully completed a first aspiration pass with the damaged catheter. The physician then switched out the 5max ace catheter with a new 5max-ace catheter, and made a second pass in the mca without incident. The patient was unharmed.

Manufacturer narrative:
Results: the catheter appears to be kinked in the proximal end of the shaft. This kink is approximately 2.5 cm distal of the hub in the hypotube area. Upon removal of the hypotube, a kink was identified in the coil winding on the shaft of the catheter. Also, a small hole was identified at the kink point on the catheter. The kinked hypotube and kink in the coil winding are in the same location on the shaft of the catheter. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that during aspiration using the 5max-ace reperfusion catheter a continuous bead of fluid leaking from small hole in the shaft was identified, below the kinked area at the proximal strain relief. It appears that the catheter was bent severely at the proximal end in the strain relief, causing the underlying coil winding to kink and leak. The cause of this damage could not be directly determined. However, this damage may have occurred during removal of the device from the packaging or during use in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.